Event description:
The customer reported having high blood glucose of 595 mg/dl. The customer treated her high glucose with a manual injection of 13.0 units. The customer stated that she changed the infusion set every three to four days. The customer stated that the infusion set had a bent and crimped cannula. The customer stated that her blood glucose was high and the insulin pump did not alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.